Manufacturer narrative:
Concomitant medical products: product ID: dtba1qq, serial# (B)(4), implanted: (B)(6) 2016.

Event description:
It was reported that the patient went to the ER (emergency room) with a complaint of intermittent hiccups and twitching. It was found that the patient was experiencing diaphragmatic stimulation due to the left ventricular (lv) lead. The lead was reprogrammed and the patient's symptoms resolved. The patient is enrolled in the wrap-it (world-wide randomized antibiotic envelope infection prevention trial) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.